Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Manufacturer narrative: secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of iridocorneal angles. The lens was later removed, and replaced for a shorter length lens and the problem was resolved. Cause of the event was other. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
Correction: g1. Claim# (B)(4).

Manufacturer narrative:
H3: product evaluation: lens was returned dry with residue/debris within a microcentrifuge vial. Visual inspection found a haptic broken and bent lens. Dimensional found the lens to be manufactured within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. 3331: device history record review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim# (B)(4).